Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 308 mg/dl while wearing the pod on their hip/buttocks between 24 and 36 hours. The patient¿s staff member stated that the patient had high bg levels that were not responding to the insulin that was being administered through the pod. The staff member reported the cannula is not staying inserted in their skin, the cannula is dislodging and insulin is leaking onto the skin. On (B)(6) 2026, the patient went to the emergency room (ER) to seek medical attention. The staff member stated that the patient was showing signs and symptoms of diabetic ketoacidosis (dka). While hospitalized, the patient¿s diagnosis was dka and they were treated with intravenous fluids and an insulin drip. The patient was in the hospital for 3 days with a discharge date of (B)(6) 2026. The pod was removed while at the hospital and the hospital staff had noted the cannula appeared bent. It was further reported that a rash was noted at the pod site.